Event description:
It was reported that the catheter broke. No more information was available at the time of the report.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device involved in this incident was not available for evaluation and investigation. Without the actual product, part number or lot number, a complete analysis cannot be conducted. I-flow has prepared a technical bulletin in order to prevent or decrease catheter breaks entitled: "tips for preventing in-situ catheter breakage with the on-q post-op pain relief system." (1303971, rev. B). Also, in the patient guideline insert, I-flow has provided catheter removal instructions to ensure safe removal (1305285, rev. C). It is worth noting that I-flow's catheters are made of a non-toxic, medical-grade material that meets iso (B) (4) tissue compatibility guidelines for implantation of up to 30-days; complications may arise if a catheter (or portion thereof) is left in the body for longer than this period of time. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.